Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronic assembly. Analysis was unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error alarm due to blank display. Also, received with corrosion on the battery tube, battery cap contact, battery tube spring, keypad assembly, motor and force sensor. The insulin pump was received with scratched case, missing display window corner, pillowing keypad overlay, and minor scratched lcd window.